Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. Following inspection, the physician confirmed the reservoir had a hole in it. Two weeks later, the ipp reservoir and pump were replaced. It was noted that the old reservoir was disconnected and left inside the patient and was not explanted. There were no patient complications.